Event description:
Rptr had procedure done in 8/92 to relieve back and leg pain. Pain continued and worsened, so plates and screws here removed in 7/94. Still having continued back and left leg pain, and still 100% disabled.